Event description:
Right ventricular (rv) lead was noted with high pacing threshold and undersensing cause medtronic device premature battery depletion, device at eos. Patient experienced sob, lightheadedness, leg swelling. Noted that the patient has not seen the physician greater than five years and not taking prescriptions. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).